Event description:
Reporter indicated a vns therapy patient was having pain with stimulation, which resolved when the generator was turned off. The treating physician was not able to do a system test because the patient could not even tolerate the slightest amount of stimulation and would not be still during the test. The physician reviewed x-rays and no obvious lead breaks were identified. The x-rays were sent to the manufacturer for review. No anomalies were identified. The patient brought in for surgery and was anesthetized and prior to beginning the surgery, the physician performed two systems diagnostic and one normal mode diagnostic test, and all were within normal limits. The physician removed the lead pin from the generator and then reinserted it. Again, diagnostics were normal. The generator was not replaced. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.